Event description:
It was reported that a nurse found a minicap transfer set with particulate matter. The particulate matter was outside the fluid pathway. The issue was found while the device was unopened and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The photo that was used for the evaluation that was reported on in follow-up MDR 001 was not the correct photo of the actual sample. The correct photo was provided. Based on the correct photo of the actual sample, particulate matter (non-fluid path) was identified in the un-opened pouch. The particulate matter was not hair/fiber as reported in follow-up 001. An assignable cause code could not be determined.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a black spot and a small hair/fiber inside the unopened pouch. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.